Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer surgeon opened a new acrobat-I and tried to use device, but found that the stabilization foot did not properly sit on to the retractor slide. A new acrobat-I was opened and worked smoothly. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use were observed, and no evidence of blood. A visual inspection was performed. No visual defects were observed. The device was evaluated for its mechanical function. The device was securely assembled onto the retractor blade, which was returned with the acrobat, by sliding the stabilizer base onto the rail and locking the lever. There were no difficulties in connecting the acrobat to the retractor blade. There were no difficulties in locking the lever once the acrobat was attached to the retractor blade. There were no difficulties when unlocking the lever, and removing the acrobat from the retractor blade. Based on the returned condition of the device, and the results of the evaluation, the reported failure mode "mechanical issue" was not confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer surgeon opened a new acrobat-I and tried to use device, but found that the stabilization foot did not properly sit on to the retractor slide. A new acrobat-I was opened and worked smoothly. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer surgeon opened a new acrobat-I and tried to use device, but found that the stabilization foot did not properly sit on to the retractor slide. A new acrobat-I was opened and worked smoothly. The hospital did not report any patient effects.